Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked, the battery compartment threads were stripped, and the battery cap threads were stripped. The battery cap was unable to maintain electrical connection and reboots were duplicated. Rebooting also occurred using a test battery cap.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (with damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.